Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of the external pulse generator (epg) ran out and while changing the batteries, the epg turned off and could not be turned on again. No patient complications have been reported as a result of this event.